Event description:
The customer reported a damaged device. The device was a cesarean cooper that was processed in the sterrad nx. The user of the device stated that the device did not have the same smooth movement as before. No info available on the pt or potential pt impact. The device was not returned for analysis.